Event description:
It was reported that (1) tlc75 and (1) tx30b were used during an open colon procedure. It was reported by the rep that when the surgeon fired the tlc75, it would not go back together after the first firing. The pin fell out onto the "mayo". In the same procedure the surgeon reloaded the tx30b with a blue reload. The instrument was fired and the reload was empty. No staples were found in the pt. It is unknown how the case was completed. There was no consequence to pt.